Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: medinet co., ltd. Shinagawa cell culture processing facility (shinagawa cpf) h.6 investigation summary bdj received 1 sample and provided 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for draw volume issue was observed. One photo does show the well of the stopper and what appears to be a puncture in the stopper and blood splatter on the surface of the stopper well. The customer sample did not show any defects. Additionally, 10 retention samples from bd inventory, were evaluated by functional testing and no draw volume issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated draw volume issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin that additive from the tube flowed into the device. The following information was provided by the initial reporter: this report is about blood backflow of blood collection tube. Blood backflow occurred in the third of three blood samples.